Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
Received a user facility med watch report #(B)(4) with the following: ¿the button of the cautery would not bounce back to the off position after being pressed. He had to physically turn it to the off position.¿ it is unk if the product will be returned to maquet cardiovascular.